Event description:
An adult st segment elevation myocardial infarction (stemi) patient with the left anterior descending (lad) coronary artery stented had an angioseal device used to close the right femoral artery post procedure. The patient suddenly became unresponsive-initially blood pressure (bp), heart rate (hr), and saturations were falling. CPR was started and it was determined that the cause was retroperitoneal bleeding. Fluids and blood began infusing rapidly. The patient was transported to the or, where a large retroperitoneal hematoma was seen, as well as a hole in the external iliac artery at the site of puncture, with no evidence of collagen plug. The patient expired.